Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: model: d334vrg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage, pace/sense lead was extracted due to a "lead malfunction." The lead was replaced. No patient complications have been reported as a result of this event.